Manufacturer narrative:
Other, secondary intervention performed - evaluation results: occlusion. Lack of information.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported the patient presented greater than 30 days after stent graft implant with a cold leg. There was a report of an occlusion iliac limb occlusion. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is find.